Event description:
According to the reporter: the device did not fire correctly, per surgeon. The staples were loose in the abdomen. It could not be reported if device fragment or component fell into the patient's cavity, if device fragment or component was left in the patient or if any reinforcement material was used during the case. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).